Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The product was not used. It was further reported the complaint sent pictures of the affected products. Add'l info was received via email on 06/18/2014 informing we received (B)(4), add'l info was received via email stating "the user sent to his pharmacy the samples of these complaints (B)(4)". A quality eval was performed on (B)(4) complaint samples batch 465545, received in an opened peelpack and visually tested. Samples did not meet spec. History records have been reviewed and all relevant tests required during the mfg process and the final product releasing was carried out. No nonconformity related to claimed issue had been registered during the mfg and releasing process. No other complaints have been receiving on the batch. No other complaints have been received on the batch. No other complaint was received on the product ref code within previous 24 months. The likely root cause of mistake has been determined as a human error. Operators did not follow work instruction instructing that products are placed into the boxes so; they are not bent or damaged. The main cause for bent catheters is the operator's inattention during the insertion of catheter into the inner box. In order to avoid the fault reoccurrence the relevant operations will be informed about the issue. The failure is included in relevant risk management file and associated hazard is evaluated there. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Note: date of event is unk, so the date used was the date convatec became aware.

Event description:
Complainant reports catheters are deformed. It was further reported a bent control was performed according to the test plan. The nominal on their total length the catheter must lie between two parallel lines. The distance between the lines amounts to 40mm at a catheter length up to 40cm, over 40cm catheter length 50mm. Furthermore, the minimal curve radius may amount to 10cm. Note: this case involves five issues; therefore four separate add'l records and 3500a forms have been created/completed in order to capture these issues for the other four cases.